Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17073285m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) concomitant products: pentaray navigational eco catheter: model #: d-1282-11-s, lot #: 17148558l, carto 3 system, model #: fg-5400-00k, serial #: (B)(4). (B)(4). Are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a smart touch bidirectional catheter and a navistar ds catheter. The procedure was completed successfully. At some point following the procedure, the patient expired. It was not known if there was any medical intervention administered prior to the patient expiring. The length of time between the procedure and the patient's death was unknown. An autopsy was performed at another facility which suggested that the patient received too much ablation. The full autopsy report was not available. The physician related the cause of death as unknown.